Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period may-19 to jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Additional reporter name: (B)(6) risk manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following event was reported via medwatch report # (B)(4): it was reported that during insertion of the intra-aortic balloon (iab) , a leak occurred and blood channeled through the sheath. The iab was removed and replaced with a new one. However, the second iab had the same issue and was removed. It was also noticed that blood had entered the statguard sleeve when the sleeve was advanced into the sheath. A third iab was inserted and therapy was continued successfully. The first two iabs were not connected to the console. There was no patient harm or adverse event reported. This report is for the second iab involved in this event. A separate report will be submitted for the first iab.